Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician was unable to duplicate the unit shutting off. The unit was tested for functionality and it was verified that the unit was calibrated to factory specifications. A safety inspection was performed and the device was returned to service. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu30 shut off during a case. No negative consequences or impact to patient was reported. (B)(4).